Event description:
It was reported the subject device had bad image quality. The image was cutting in and out. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, loosened coupler. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.